Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent breast augmentation revision with a 450cc mentor memorygel breast implant on the right breast. Post-operatively, the patient was diagnosed, via physical examination, with right breast implant rupture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On july 18, 2022, mentor became aware that the replacement devices were the following: (right) 415cc mentor memorygel breast implant catalog: shpx415 lot: 9708213 sn: (B)(6) and (left) 415cc mentor memorygel breast implant catalog: shpx415 lot: 9708213 sn: (B)(6).

Manufacturer narrative:
On (B)(6) 2022, mentor became aware that the patient has been scheduled breast implant removal on (B)(6) 2022. Mentor also became aware that the rupture was diagnosed via mammogram on (B)(6) 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: material rupture.

Manufacturer narrative:
On june 20, 2022, mentor became aware that the patient was also diagnosed with asymmetry of her breasts. Asymmetry on the left breast will be reported under mrn: 1645337-2022-08049. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On june 1, 2022, mentor became aware that the patient's replacement devices are: (right) 415cc mentor memorygel breast implant catalog: shpx415 and (left) 415cc mentor memorygel breast implant catalog: shpx415.